Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (1 gm, route, frequency and duration not reported) and fortum, (1 gm, route, frequency and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.